Event description:
While the surgeon was inflating the preperitoneal distention balloon, the balloon burst into pieces. Part of the balloon came out with the set, and one piece of balloon was retrieved during the procedure.